Event description:
It was reported that a pump declared an altitude alarm 21, but there was no adverse impact on the customer¿s blood glucose level. The problem had been reported previously with the same pump. The customer regularly cleaned the pump and followed precautions to avoid condensation or humidity exposure. Technical support decided to replace the pump, as it was under warranty, and instructed the customer to switch to manual injections as a backup to maintain insulin delivery. The new pump would come with updated software, and necessary instructions were given for putting the old pump into storage mode and returning it to tandem within ten days. The customer comprehended and agreed with the provided guidance, and no signature was required for the delivery of the replacement pump.